Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was then performed on the returned unit. The neptune was connected to 110 vac. The unit passed the initial power connect test and the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the neptune displayed the correct temperatures and properly alarmed in the high temperature scenario. The returned unit was prepared for the functional bench test. An adult breathing circuit (880-36kit) was connected to the returned unit. Using a low compliance column with water and 10 lpm of air pressure, a real time operational scenario was created. Upon turning the unit on, the front display flashed and immediately turned off. The unit was opened up to determine if any loose connections to the power board pcb were apparent. None were noted. The wiring harnesses to the power board pcb were disconnected and reconnected to ensure a good connection was adequate. The returned unit once again was placed in a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without interruption for five hours. Other remarks: the issue of upon turning on the unit, the unit flashes and turns off immediately could be recreated; however, the unit functioned as expected once the connections on the power board were disconnected and reconnected. The reported complaint of "upon turning on the concha neptune, the unit was flashing and turning off immediately" was confirmed based on the sample received. A DHR review was performed on the concha neptune with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received and the information provided, the potential cause of this complaint is operational context. It should be noted, all units being returned for service will have power supply pcbs replaced if they are older than 3 years. The power supply pcb for this unit was manufactured 17-nov-2007 and will be replaced.

Event description:
The event is reported as: the display flashes and then turns off. Unknown when alleged defect was detected.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 04/21/2008. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the display flashes and then turns off. Unknown when alleged defect was detected.